Manufacturer narrative:
The pump was received with error alarms during the rewind due to an out of phase motor encoder signal. Unable to verify the motion sensor test failure alarms due to the motor error alarm. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a motor error alarm during rewind. Customer's blood glucose was not reported. Insulin pump will be replaced.